Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading at the time of incident was 52 mg/dl. The customer stated the lip ring was broken. It was unknown how the customer treated for their low. The insulin pump will be returned for analysis.